Event description:
It was reported by a customer that on (B)(6) 2011, the aiming beam fired straight out of the fiber at 92,000 joules. Additional info reported by the customer was the forward firing condition occurred while the unit was being used and the probe was inside of the pt. There was no injury to the pt as gland was huge (in excess of 120 grams). The fiber failure occurred suddenly and without warning. There were no error codes that appeared on the unit.